Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr was received detached from the burr catheter. The coil on the burr catheter was stretched and a portion of the coil was in the burr, which is consistent with the burr separating due to tensile overload. The coil near the handshake connection was also stretched.

Event description:
It was reported that burr separation occurred. A 2.00mm rotalink plus was used for treatment in the coronary artery. During procedure, rotational burr separation was noted, the device was then removed together with the rotawire. No patient complications were reported and the patient was good post procedure.